Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered multiple boluses without user input. The customer was provided carbohydrates by an adult assistant to prevent blood glucose levels from dropping. Reportedly, the pump history indicates that these boluses were programmed manually, however, the customer's parents did not acknowledge this information. Customer's blood glucose level was 133-177 mg/dl.